Manufacturer narrative:
(B)(6). Manufactured date: november 28, 2016 ¿ november 29, 2016. One actual coiled tube infusor unit was received for sample evaluation, containing approximately 43ml of solution in the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye shows no evidence of rupture or leak on the reservoir. A functional test was performed with no issues noted. A functional flow rate test was also performed on the unit and during the flow test, no evidence of rupture or leak was found on the reservoir. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon inside a half day infusor burst. This was noted before use. There was no patient involvement. No additional information is available.